Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified access sets would not flow. It was further specified that "pulling distal collar back and inserting tip in to unspecified device making sure both seals opened". This was noted during unspecified process step. Patient involvement and medical injury was unknown. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.